Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller having damaged bend reliefs was confirmed. The reported event of the controller being unable to perform a self-test was not confirmed. The returned system controller (serial number (B)(6)) was observed to have damaged black and white bend reliefs upon arrival (connector side). The controller was functionally tested and was found to perform as intended despite the observed damage. Self-tests were able to be performed on the controller without issue. The provided log file was reviewed; however, it contained no atypical events, and the pump maintained speeds above the low speed limit while connected to the driveline. The root causes of the damage to the controller¿s bend reliefs and the reported self-test issue were unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a controller exchange as the degradation of the bend relief on the connector end of one of the power cables was causing a lot of stress on the cable and that location. The patient reported that their controller was failing to perform self tests for several weeks. While holding down the battery button, the controller was not responsive - no lights, no audible alarms. There were no notable events or alarms in the log history. No further information was provided.